Event description:
A user facility reported that an xlung kit 230 was leaking from the arterial sample line during priming. It was reported that the male luer lock on the arterial sample line did not fit to the female connector on the oxygenator. The user attempted to resolve the issue by screwing the luer lock on tighter, but this did not work. Next, they tried using a different sample line to preserve the kit, but this attempt failed as well. There was no patient involvement associated with the reported event. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that an xlung kit 230 was leaking from the arterial sample line during priming. It was reported that the male luer lock on the arterial sample line did not fit to the female connector on the oxygenator. The user attempted to resolve the issue by screwing the luer lock on tighter, but this did not work. Next, they tried using a different sample line to preserve the kit, but this attempt failed as well. There was no patient involvement associated with the reported event. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.

Manufacturer narrative:
H3 plant investigation: the complaint sample was returned to the manufacturer for physical evaluation. It was found that the luer lock positive adapter was broken and the inner conus of the adapter was stuck inside the recirculation port of the oxygenator. This defect caused the described leakage and the broken conus made it impossible to connect another luer lock connector to the port. The manufacturer confirmed they have received similar error messages about leaks at the affected connection. The reported error pattern is known. A defect at the inner conus of the luer lock adapter which is connected to the port of the oxygenator was identified as the cause. No nonconformities were found during review of the manufacturing records. As the damaged component is a purchased part, the supplier has been informed for further examination of the error. Measures have already been implemented to avoid this error in the future.